Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative inspected the imaging system on-site. It was found that the imaging system door closes correctly, but sensor detects that the door is still open. Adjusted the door sensor and the issue as resolved. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system x-stage cover was rubbing on the casters after the gantry impacted it. Additionally, the door was closing but not being recognized as such in the system. The door was still shown as open. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Device mfg date now provided.